Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle follower and posterior needle tip were bent and there were needle strike marks observed at the posterior foot. This is indicative of the posterior needle striking the posterior foot instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching at the swage end of the anterior cuff. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. Based on the investigation findings, the probable cause for the posterior cuff miss and subsequent link detachment at the swage end of the anterior cuff is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The instructions for use, under the smc device placement section, states: while maintaining the device position at 45-degree, deploy needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. Contributing factors for needle deflection during deployment included, but not limited to, manufacturing deficiencies; however, the needle trajectory of every device is checked during manufacturing. Anatomical conditions; however, there were no challenging anatomical conditions reported. Deployment technique; however there was no information reported or definitive evidence in the evaluation of the returned device that suggest incorrect technique. No manufacturing or quality deficiency was detected as a result of this investigation. Overall, in review of these incidents, there does not appear to be any indication of a lot specific product quality deficiency. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.